Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they stopped wearing the aligners after their tooth chipped. Requested additional information, recommend boil and bite night guard to hold upper teeth and provided fit tips for lower teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.